Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use advises that the driveline cover should completely cover the controller's silver driveline connector to protect it and keep it clean. The IFU instructs, "do not disconnect the driveline or power sources from the controller while cleaning it or the pump will stop. If this happens, reconnect the driveline to the controller as soon as possible to restart the pump." Field technical bulletin gr00240 details that care should be taken, both during the implant process and post-implant, to ensure no foreign material enters the connection between the driveline and the controller. If foreign material contaminates this connection, electrical fault alarms may occur on the controller. To prevent driveline connector contamination, utilize the driveline cap, follow the tunneling technique as outlined in the IFU, keep the connections clean and free of any foreign material and examine the driveline connection prior to connecting it to the controller. The driveline connector must be completely clean and dry when connected to the controller. Foreign substances, such as lubricants, blood or saline should not be present on the driveline connector when you connect it to the controller. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. Heartware is submitting this report late because it was discovered during routine complaint file investigation activities, that 117 e-MDR's were submitted in error to the pre-production e-MDR gateway, (https://esgtest.FDA.gov/ui/) instead of the e-MDR production gateway (https://esg.FDA.gov/ui/), between (B)(6) 2015. This error occurred as a result of setting up a new e-account and the subsequent training of the heartware complaint analyst. The situation has been corrected. *this is report # of 117 . Pump remains implanted.

Event description:
It was reported that this patient experienced multiple electrical fault alarms. A field service engineer arrived at the hospital the following day to perform driveline connector cleaning fs0008 rev 02. There was visible contamination inside the connector rear phases a & c and discolored pins. The pump was stopped three times during the procedure for 14 seconds, 45 seconds, and 50 seconds. The patient tolerated the pump off very well. There was no reported patient injury.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The site performed a cleaning procedure to remove the contamination from the driveline connector. Field service engineer confirmed the presence of a foreign material in the driveline connector. The reported electrical faults were confirmed via review of the controller log files, which revealed electrical fault alarms on the date of the reported event. The confirmed malfunction is related to the reported event. Applicable risk documentation and experience with events of similar circumstances were considered; events with electrical faults are many times attributed to a foreign material contamination on the driveline connector resulting in a partial loss of electrical continuity. The most likely root cause of the reported electrical fault event is the ingress of contaminants onto the driveline connector pins resulting from unsealed inner lumen channels or the clinical process and subsequent handling of the driveline. These factors may have allowed external contaminates to enter the driveline connector. There was no reported patient injury as consequence of this event or the cleaning procedure. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. The heartware hvad instructions for use advises that the driveline cover should completely cover the controller's silver driveline connector to protect it and keep it clean. The IFU instructs, "do not disconnect the driveline or power sources from the controller while cleaning it or the pump will stop. If this happens, reconnect the driveline to the controller as soon as possible to restart the pump. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.